Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly along with mated locator and sheath were returned along with the header bag. Header bag and guidewire were returned as well. Visual inspection revealed that the locator and sheath assembly had no damage or anomalies observed on either component. Both the components were properly mated, blood inlet holes were aligned and transition from locator to sheath was smooth without damage. Carrier tube was visualized, and the deployment sleeve was in the forward lock position and color bands are not exposed. The bypass tube location and orientation were consistent with the manufacturing position. For dimensional testing, the outer diameter of the carrier tube was measured to be 0.080'' and which was within the specification of 0.080" +/- 0.005. The outer diameter of the bypass tube head at the proximal end was measured to be 0.142" and which was within the specification of 0.142" +/-0.005''. All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. For functional testing, the carrier tube assembly was inserted into the hemostasis sheath. A click sound was heard, and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath hub cap and the device sleeve were completely snapped together and properly fitted. The device was pulled back to lock and the anchor posted at the distal tip of the sheath and color bands were completely exposed. Digital pressure was applied, and the device deployed as intended. The complaint allegation could not be confirmed on the returned sample. Based on the investigation of the device, there were no visual, functional or dimensional anomalies with any of the components. The cause of the issue experienced by the user cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Date of birth: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician successfully punctured the right femoral artery after repeated attempts at right radial artery puncture failed with the involved angio-seal device. The 6f sheath was inserted and 5000 units of heparin were given. Judkins left 4 and judkins right 4 coronary angiography catheters were used to place the left and right coronary arteries respectively, and multi position radiography was performed. The left and right coronary arteries were in normal shape, no obvious stenosis was observed in the left main trunk, 30% stenosis in the near segment of anterior descending branch, myocardial bridge in the middle segment of anterior descending branch, and no obvious stenosis in the circumflex branch. It is recommended to strengthen drug treatment. After exchange the sheath, complete blood vessel positioning. When the angio-seal device was inserted into the sheath, it was found that the two did not fit perfectly. Therefore, the physician changed to a new device and finished the operation. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 22september2020: there was a pre-deployment angiogram performed.